Event description:
It was reported that during an ablation procedure, when using a probe at 128% power there were blue pixels that appeared at the edge of the ablation zone. They were noted as artifact and the ablation was stopped. There were no patient complications reported in relation to this event. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.